Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have tears in the wrist cover at the distal end. The tear measured 0.639" in length. A section measuring approximately 0.052" x 0.060" was not returned with the instrument. The event caused partially or wholly by the user of the device including sample handling. Additional observation related to the customer reported complaint: the reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument clamped, fired, and unclamped successfully. No logs are available at this time. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sure form 60 stapler experienced a misfire. The stapler was removed and replaced with a new one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it is the practice of the scrub techs to visually inspect all instruments prior to use. They would have removed it from service if there was a tear noticed. There was no indication of anything noticed on the failure form that was filled out. Blue or white was the reload color since it was the first attempt. Buttress material was not used. The reload will not be returning. On 06/25/2024, intuitive surgical, inc. (Isi) received mw5155759 stating: one-time sureform 60 robotic instruments misfired on first attempt. When removed, upon visualization, it was noted that the stapler had a tear at the elbow. Surgical instrument removed from field and replaced with a new one. No apparent injury to the patient.